Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00228, 3005168196-2021-00229, 3005168196-2021-00230, 3005168196-2021-00231.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coil lps and packing coil lps. During the procedure, two ruby coil lps and three packing coil lps would not advance at all from their initial positions within their introducer sheaths. Therefore, the two ruby coil lps and three packing coil lps were removed. The procedure was completed using a new ruby coil lp and new additional packing coil lps. There was no report of an adverse effect to the patient.